Event description:
I had a freestyle libre on my arm. It started to hurt and it was only 4 days in my 2 week cycle. I had to pull it off it left a little while after 2 weeks. I noticed it started getting bigger. And as of monday may 20th I had to go to the emergency room. Arm was very infected swollen and I had to go back twice may 13th. I had to get my arm cut and eliminate the infection and I am on a antibiotics. I have to go back to evaluation. I can't go to work for (B)(6).